Event description:
Patient was revised to address disassociation of the glenosphere from the metaglene component because the screw on the glenosphere broke. Poly wear of the humeral cup was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.